Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: -operation manual: gif-1200n, chapter 3 preparation and inspection. -reprocessing manual: gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, found the following: the bending angle in the up direction did not meet the standard value due to wear of angle wire, the play of the up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section was chipped, the distal end was scratched, the connecting tube was scratched and dented, the scope connector cover unit had a scratch, the scope connector had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, the lock engagement knob and lever both had a scratch, the up/down and right/left knobs both had a scratch, the control unit had discoloration and a scratch, and due to dirt on the objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.